Manufacturer narrative:
(B) (4).

Event description:
Reporting status: death. Reporting rationale: death. Device issue: failure to cross. It was reported that the left anterior descending (lad) artery had placement of four stents. After placement of the fourth stent, a perforation was noted. During resuscitation efforts, multiple attempts were made to place the graftmaster stent, but the graftmaster was unable to cross through the implanted stents to treat the perforation. Resuscitation efforts stopped and the pt was pronounced dead. No add'l event or pt info is available.